Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. No pump error detected was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Self test returned an unexpected pump error. Pump error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. There¿s also another crack in the battery threads which starts at the left belt clip rail and runs horizontally across the side of the insulin pump to the front. In addition to this, the serial number label located between the belt clip rails is missing. The insulin pump was also received with a broken off piece from the reservoir tube lip, and a retainer ring that partially detaches from the reservoir tube lip at the lateral side. Inserted a test p-cap into the retainer ring, and it locked in place properly. Finally, the unit was received without a battery cap.

Event description:
Information received by medtronic indicated that the battery compartment sticker was came off and battery cover was really loose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.